Event description:
It was reported to boston scientific corporation that an open end ureteral axxcess catheter was used during a ureteroscopy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, while the catheter was advanced through the scope, it has been noticed that the end of the device looked cracked and showed sharp edges although there had not been any spare parts . The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine

Manufacturer narrative:
It has been reported that the event happened end of (B)(6) 2013. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual analysis of the returned open end ureteral axxcess catheter was performed. Following a detailed device analysis, it was found that the tip of the catheter was deformed. The deformation is consistent with the tip making contact with an edge of something hard possibly caused by an interaction with another object or device such as the scope. There were several kinks and bends along the working length, which are consistent with those created when trying to force the catheter into place while the tip was lodged or pushing against another object.therefore, taking into consideration these factors and the analysis performed in the device returned, the most probable root cause will be ¿operational/physiological context¿.a review of the device history record (DHR) was performed and no issues were identified which might have caused or contributed to this complaint.

Event description:
It was reported to boston scientific corporation that an open end ureteral axxcess catheter was used during a ureteroscopy procedure performed on the end of (B)(6) 2013.according to the complainant, during the procedure, while the catheter was advanced through the scope it has been noticed that the end of the device looked cracked and showed sharp edges although there had not been any spare parts . The procedure was completed with another of the same device.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.